Event description:
User facility reports one incident of a leak in the pump segment connector which occurred 3 hours into a 4 hours treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was not returned to the pt resulting in ebl = 250-300 cc. Pt was administered antibiotics prophylactically. No other medical intervention was required.